Manufacturer narrative:
(B)(4): the meter was found to have spc connector (con204) contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was displaying an error 5 message. The following complaint was classified based on information obtained from the technical service representative (tsr). The patient alleged that the issue began on (B)(6) 2011 at 6:45am. According to the tsr's documentation, 15 minutes prior to the start of the reported meter issue the patient reportedly was experiencing symptoms of low blood glucose; specifying his vision was blurry, he felt dizzy and light headed. The patient, however, denied receiving any form of medical intervention/ treatment after the alleged issue began. During troubleshooting, the tsr noted the patient was using the proper testing technique (per owner's booklet recommendation) and verified that the test strip drew in the patient's blood sample completely. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.